Manufacturer narrative:
The vitrectomy was to treat vitreous hemorrhage, there was no harm to the patient due to product failure. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that vitreous hemorrhage was not an event for the patient. The vitrectomy was to treat vitreous hemorrhage and there was no harm to the patient due to product failure.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used posterior pak was visually inspected, and no obvious defects were found. The posterior cassette was not returned; lab stock was used to test the manifolds. The returned infusion manifold, connectors, and components were found to be in good condition. No damage was found on the auto infusion valve (aiv). The aiv could connect to the three-way yellow manual stopcock without any interference. A calibrated console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intra ocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Iop was stable during functional and performance testing. The iop stayed active during test process. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. With the infusion control on, fluid flowed from the cassette continuously without generating air to the infusion line. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassette to the infusion line. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the infusion line had a reflux at an unknown timing of surgery. The procedure type was unknown. No patient harm was reported. Additional information was received and specified that the infusion line had a reflux during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. The patient experienced vitreous hemorrhage and the event was recovered.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).